Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a definitive root cause of the detached cover issue could not be determined, however, based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes to be damage or deterioration of parts due to wear and tear without any design or manufacturing issue and/or mechanical problems such as leakage or seal deformation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope it was found that the c-cover was detached from the bending section. There was no patient involvement, and no harm was reported as a result of the event.